Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) - the remote monitor was returned for analysis. Visual and functional analysis was completed and the customer comment was confirmed. The monitor light-emitting diodes would flash upon start up. Further review prompted a change in the device analysis results.

Event description:
It was reported by the patient that following storms the remote monitor was no longer working correctly. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the after a storm the carelink monitor (clm) is not working correctly. The clm is being replaced. No patient complications have been reported as a result of this event.